Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial tachycardia/atrial fibrillation (at/af) and altered electrical parameters. The implantable pulse generator (ipg) system remains in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the right atrial (ra) lead exhibited high thresholds and was reprogrammed.